Event description:
Information notes that two days post implant, an ECG reveal- ed loss of atrial capture. The patient was returned to the catheterization lab for lead repositioning. Thresholds re- mained high, so the device was programmed to vvi. The device still exhibited intermittent loss of capture at 4.0v. Pro- gramming to 7.5v regained capture with a 6.0v threshold. When re-interrogated, the device lost output and capture. The patient was asymptomatic during the loss of function.